Event description:
Reported by the patient as: "I have problems trying to swallow...for whatever reason the band has gotten to tight and it seems to get worse. I need to have it removed or have it replaced with the new band...I currently can't get any food down and I am having trouble swallowing liquids and even my own saliva." Follow-up with the patient and surgeon initiated and completed. Allergan was informed on 05/27/2009, that the device was explanted.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis, as well as to indicated the product serial number, the date of event, and the implant and explant dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint, because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Dysphagia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number or the implant date and explant date. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."